Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an infection at the ipg and lead sites. Patient's symptoms include swelling, open wound, redness and pus. The physician believed that the infection was not device or procedure related. The patient underwent an explant procedure.